Event description:
The customer reported that the insulin pump alarmed motor error during the rewind process. Troubleshooting was performed, and the displacement test could not be performed. The customer stated that the insulin pump was exposed to an MRI. Advised the customer to revert to back up plan until the replacement of the insulin pump arrives. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error as a result of a motor encoder being out of phase. No further information was provided.